Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial pace impedance reached a value of 2,037 ohms, which triggered the lead safety switch (lss) of the pacemaker. The lss is designed to switch the programming configuration to unipolar. This configuration resulted in signal noise related to myopotentials that was oversensed and led to inappropriate mode switching to atrial tachy response (atr) by the pacemaker. The physician reprogrammed the device to bipolar sensing and unipolar pacing and enabled the automatic gain control function for sensitivity. Following reprogramming, impedances were in normal range and no signal noise was observed. It was planned to follow-up with the patient in a few months and no adverse patient effects were reported.